Event description:
Laparoscopic appendectomy - "during the laparoscopic appendectomy the surgeon inserted the retrieval system into the abdomen via the trocar. When the surgeon opened the device, the bag fell off the retrieval system, but it was still attached by a string that holds the two parts together." Medwatch description: "on (B)(6) 2012, the operating room circulator called risk management to notify us of a device malfunction. It was reported that during a laparoscopic appendectomy the surgeon inserted the retrieval system into the abdomen via the trocar. When the surgeon opened the device the bag fell off the retrieval system, but it was still attached by a string that holds two parts together. It is reported that all items were removed and all parts were accounted for. A new retrieval system was opened and used without complications. Operating room circulator stated that this has happened before with this device. Patient was discharged home the following day and has not returned back for an admission to the hospital."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.